Manufacturer narrative:
A ge service rep performed an on site investigation. The software was re-installed and the batteries and hard drive were replaced during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9600 system would not recall saved images and would not retain date and time. No pt injury was reported.